Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were taken to emergency room and were hospitalized due to diabetic keto acidosis and high blood glucose level on (B)(6) 2021 with blood glucose level was 605 mg/dl. Customer reported that they had low blood glucose level which they treated with food and got recovered. Customer experienced symptoms such as nausea and vomiting. The customer was treated with insulin drip for high blood glucose event. It was unknown that customer was using auto mode or not at the time of event. The insulin pump will not be returned for analysis.